Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The blood glucose reading at time of call was 200mg/dl. It was stated that the doctor requested to have the insulin pump replaced. The call was transferred to the customer's room, but nobody did answer. No further information was provided.